Event description:
While donning sterile gloves for chemotherapy preparation, 3 out of 5 pairs of gloves tore during the process. Only one pair of gloves was saved for reporting but they were all from the same lot. Pt code: 4582. Device code: 4008. Ref reports: mw5186219, mw5186220.